Event description:
The facility's biomedical engineering dept reported an overinfusion during pt use. Biomed reported that a piggyback, containing 250ml of unk medication, was programmed to infuse at a rate of 30ml/hr with a volume to be infused of 250ml. Reportedly three hours later, the 250ml bag was found to be empty. According to the hosp rep, no pt injury has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, medical intervention, medication involved, or device programming. No additional contact info was available.